Event description:
The event involved a tego¿ connector which the customer reported had clots come out of it when aspirating the lines during use on a patient; the blood clot was removed from tego during aspiration of heparin from lines prior to transplantation initiation. There was a poorly functioning catheter and high arterial/venous alarms causing decreased blood flow rate. There was a delay in therapy (a few minutes late start) due to trouble shooting, and changing of tego connector. Heparin dwell in arterial and venous lumens post transplantation. Patient received aranesp, zemplar, ferrlecit and zofran during dialysis through venous chamber, but not directly into tego. There was no need for additional medical intervention. A few ml d/t additional syringe used to verify no additional clots. The patient's venous lumen sprayed blood when the syringe was detached, but nurse was wearing appropriate personal protective equipment. Tego was changed and dialysis was completed.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.